Event description:
It was reported that the customer was experiencing difficulty with the reservoir. The customer reportedly stated that upon removing the plunger, insulin would come out of the bottom and he whole bottom would come with it and he had this problem with two reservoirs in the same lot. The customer was advised against tilting the plunger during the filling process as this could force a leak path. Assistance was provided with filling a reservoir with a different lot number. The caller stated it was doing the same thing. He was reportedly advised to hold the reservoir where the o-rings are located and turn the plunger. This reportedly worked. There was no insulin between the o-rings and no air bubbles, only carbonation bubbles, and it was explained that this is normal. The customer's blood glucose was 7 mmol/l. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used reservoir. Unable to performed manual test due to reservoirs being dislodge separated from barrel.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).